Event description:
The customer stated, that she tested her blood glucose and received a low reading of 7.1. She had also received a reading of 5.6. It was verified the meter was set in mmol/l. The customer took medication after receiving the reading of 5.6, but she did not allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.